Manufacturer narrative:
The reported complaint is confirmed. A visual examination of the returned used device, item ckp-4500, was performed per assembly print and found the anchor still attached at the shaft with one of wings broken. The device trigger was pressed in and the shaft is bent. It is suspected that excessive force was used during the case/procedure. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. The IFU also advises the user: -to avoid lateral loading while inserting the poplok knotless suture anchor. -maintain proper alignment during insertion of the anchor and disengagement of the driver. -proper orientation and alignment of instruments is important during implantation of the poplok knotless suture anchor to minimize possible breakage of the anchor. -breakage of the poplok knotless suture anchor is possible if the bone punch is not inserted to the proper depth, the poplok knotless suture anchor is not properly aligned with the pilot hole, or the poplok knotless suture anchor inserter is used for prying. This product will continue to be monitored via returns and complaint system.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported issues with the 4.5mm poplok suture anchor, item # (B)(4), lot # 1032421 that occurred on (B)(6) 2019 during a rotator cuff repair involving a (B)(6) male at (B)(6). It was reported that during the rotator cuff repair, after making a pilot hole using pkl-45m and loading 2 sutures into each loop, they placed tip of anchor until the depth mark. After pushing the trigger and fixing the anchor, the surgeon pulled sutures to check if the anchor was properly fixed after removing a driver. While the surgeon was pulling sutures, the wing was broken and pulled out. The broken piece was removed from inside of the patient's body, using a grasper. It is indicated that there was no impact or injury to the patient and the procedure was successfully completed using another ckp-4500 poplok with a reported 4-minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.